Manufacturer narrative:
Corrected fields: correcting manufacturer date from oct 16, 2018 to oct 15, 2018. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to disconnection of the cable caused by damage on the outer sheath of the cable resulting in no image. As far as the damage on the outer sheath of the cable, the phenomenon can be prevented by reading the instruction manual which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a therapeutic procedure, the camera head did not display an image. The intended procedure was completed successfully with a similar device with an additional 15 minutes added. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the defective camera cable. Additionally, the outer sheath of the cable has been cut without showing any protruding parts and the white balance could not be properly adjusted, and error message e311 was displayed on the monitor during testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.